Event description:
It was reported that during procedure there was a fiber breakage. The case was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned device identified that the fiber was received in one piece, no defects to fiber body. The tip was degraded due to normal use. The aim beam dim and distorted due to the fiber tip degradation. The connector has burn marks and light can pass through it. During the function evaluation, when the fiber was connected to the console, it showed: error #67: fiber expired! Connect new fiber and resume operation. The allegation of fiber break was not confirmed. However, burn marks were observed on the connector this can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. In this case the customer did not mention any issue with the blast shield. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face. The information reasonably suggests that the identified burn marks on the connector face are unlikely to cause patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during procedure there was a fiber breakage. The case was completed with another of the same device. No patient complications were reported.